Event description:
The customer reported low blood glucoses. The customer stated that family member called 911 twice for low blood glucoses. The customer was not taken to the hospital on either occasion. The customer also indicated that the paramedics treated them. The customer informed that the basal rates were set incorrectly and did not adjust the basal rates. The customer mentioned that they reset the basal rates correctly before the call. The customer also stated that they sometimes have bent cannulas. Troubleshooting was performed. The pump passed the functional testing. Instructed the customer to revert back up plan of manual injections.